Manufacturer narrative:
(B)(6).

Event description:
It was reported that the shaft broke. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the delivery pusher rod broke upon insertion into the guide catheter. The device was removed directly from the patient with no additional intervention needed. The procedure was completed with another of the same device. No complications reported and patient condition was stable post procedure.